Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that when undertaking a revision case, he explanted a 44/1 exeter stem and intended to implant the same size stem back into the mantle. The customer trialed a 44/0 into the mantle and the device did not fit the hole. He compared the shape of the explanted exeter with the stem he had trialed and reported that they were different shapes. The surgeon completed the case with a 44/125 short stem, which was shorter than he had intended to use. There was a 30 minute surgical delay as a result of this procedure.

Manufacturer narrative:
An event regarding size/fit involving an exeter stem was reported. The event was not confirmed. Dimensional inspection: a dimensional inspection was performed by the supplier which noted the stems are dimensionally complaint to the drawings that were valid at the time of manufacturing. Functional inspection: a functional test was performed by the supplier which noted: a functional test was performed with a centraliser, it was possible to fix the centraliser on both stems with no issue. Material analysis: not performed as reported event is not related to material integrity. Conclusion: an investigation performed by the suppler concluded both stems are dimensionally complaint to the drawings that were valid at the time of manufacturing. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that when undertaking a revision case, he explanted a 44/1 exeter stem and intended to implant the same size stem back into the mantle. The customer trailed a 44/0 into the mantle and the device did not fit the hole. He compared the shape of the explanted exeter with the stem he had trailed and reported that they were different shapes. The surgeon completed the case with a 44/125 short stem, which was shorter than he had intended to use. There was a 30 minute surgical delay as a result of this procedure.